Manufacturer narrative:
(B)(4)

Event description:
It was reported that after the implant procedure in the recovery area, loss of capture was observed. X-ray revealed lead dislodgement. The lead was explanted and replaced since the physician felt the lead was not handling well. The patient was stable post-procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.